Event description:
In 2008, a male was implanted with a gore propaten vascular graft in an a-v access procedure. Five months later, the patient presented with a severe infection and the graft was explanted.